Manufacturer narrative:
Additional information was received: there was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. It is unknown if there was difficulty advancing the guidewire to the target lesion. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The brand of the replacing balloon is unknown. Complaint conclusion: the balloon of a saber pta catheter ruptured at nominal pressure. The balloon was replaced with another to complete procedure. There was no reported patient injury. The patient was a male but his age was unknown. The target lesion was the shunt vessel. The lesion was moderately calcified and tortuous. The rate of stenosis was 90%. After the lesion was crossed with a guidewire, a saber pta catheter was delivered and inflated. However it ruptured at nominal pressure. Therefore, it was exchanged for a different balloon. The procedure was finished successfully. There was no reported patient injury. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand of indeflation device were unknown. It is unknown if there was difficulty advancing the guidewire to the target lesion. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The brand of the replacing balloon is unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17173388 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and tortuosity and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant devices: terumo 018 radifocus guidewire. (B)(6). The device will not be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a saber pta catheter ruptured at nominal pressure. The balloon was replaced with another to complete procedure. There was no reported patient injury. The patient was a male but his age was unknown. The target lesion was the shunt vessel. The lesion was moderately calcified and tortuous. The rate of stenosis was 90%. After the lesion was crossed with a guidewire, a saber pta catheter was delivered and inflated. However it ruptured at nominal pressure. Therefore, it was exchanged for a different balloon. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis.